Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was alleged that all the keypad buttons, including the contrast button, were under responsive to user presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/06/2016 device evaluation: the device has been returned and evaluated by product analysis on 05/05/2016 with the following findings: the original complaint could not be duplicated or confirmed. The keypad was intact and all of the buttons were responsive during investigation. The keypad was removed and no contamination was observed under the button contacts. Unrelated to the original complaint, moisture was observed internally on the keypad flex. Also unrelated, the display was dim and discolored.